Event description:
Prisma pump alarmed for "dialysate scale" error. The bag was changed for protocol. Then the pump start to take off more fluid than it was set for. At this time, cloudy fluid was also noted behind the lower filter area. Pump therapy was stopped. Pump to biomedical. Scales were calibrated, pressure verified and wet test passed. Pump returned to service.